Manufacturer narrative:
When speaking with the customer, the olympus technical assistance center (tac) instructed the customer of the following: ensure cv-190 and clv-190 are off when connecting and removing scopes. Do not have the maj-1430 video scope cable connected. Power off cv-190/clv-190 and reseat the digital light source cable. Recommend purchasing the maj-2087 light source socket cleaning kit. At the time of the initial troubleshooting, the customer informed tac, an olympus sales representative would be coming onsite to look at the subject device. The device was returned to olympus for evaluation and the customer¿s allegation could not be confirmed. The device evaluation found a worn out video connector latch which had caused poor connection with the pigtails and a corroded picture in picture (pip) connector. There were also minor scratches on the top cover. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus technical assistance center (tac), a b30 scope communication error was displayed when using the evis exera iii video system center. The customer reported that sometimes this occurred in the middle of a procedure or when first setting up. This occurs on all of the 190 model scopes. The 180 model scope series works with the subject device. The customer cleans the scope connectors with an alcohol prep pad and the connectors are dry prior to connecting. Additionally, the olympus representative reported to an olympus repair center that the image was also intermittent and all lights on the front panel were lit up in green.there were no reports of patient harm associated with this event. Related patient identifiers: patient identifier (B)(6) addresses the event date of (B)(6) 2023 that occurred during setup, patient identifier (B)(6) addresses the additional occurrences that occurred during setup in which the event dates are unknown and patient identifier (B)(6) addresses the occurrences that occurred in the middle of the procedures in which the event dates are unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, and because the phenomenon was not reproduced during evaluation, a specific root cause could not be identified. The customer was unable to provide further details. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor field performance for this device.